Event description:
It was reported that there was a thrombus present. It was reported via social media that the patient received a watchman laa closure device. Post procedure, there was a small thrombus present in the area by the closure device. The patient is on a lower dose blood thinner to treat the thrombus.

Manufacturer narrative:
Event date is estimated as (B)(6)2018 . The implant date was updated.

Event description:
It was reported that there was a thrombus present. It was reported via social media that the patient received a watchman laa closure device. Post procedure, there was a small thrombus present in the area by the closure device. The patient is on a lower dose blood thinner to treat the thrombus. It was further reported that: on (B)(6)2017 he patient had their 45 day follow up transesophageal echocardiogram (tee) procedure. The imaging showed a 2mm jet finding and no device related thrombus. The patient was taken off of pradaxa. In (B)(6)2018 there was an incidental finding of device related thrombus that was seen on computerized tomography. The patient was restarted on pradaxa. In (B)(6)2019 a repeat tee showed a 11x11x3mm thrombus. The patient stayed on pradaxa. In(B)(6)2019 a repeat tee showed a continued thrombus. The patient stayed on pradaxa. In (B)(6)2019 a repeat tee showed that the device related thrombus had reduced but was not completely gone. In (B)(6)2019 the patient did not want to switch to warfarin to try and continue resolution of the device related thrombus by different methods and they remined on pradaxa.